Event description:
After deploying the wiktor stent the catheter would not hold pressure. After the stent implant during a flush the physician observed a leak in the shaft proximal to the balloon. No patient complication was reported. However during product evaluation a puncture in the shaft was confirmed with evidence of mechanical damage at the puncture site which resulted in a jetstream type leak. Although no jetsteam leak was reported in this case,it has been determined that this type of leak may cause an adverse event if it were to recur.